Event description:
Device 3 of 3. Reference MFR report: 1627487-2012-03241 & 1627487-2012-03242. The pt reported he feels his scs ipg has moved due to him losing a significant amount of weight. The pt also reported his scs ipg pocket site is uncomfortable and he experiences stinging/pain when he charges his scs system. Additionally, the pt reported his scs system stimulation has changed locations and he has a "knot" at his lead incision site. The pt plans to meet with his neuro-surgeon. No additional info is available at this time. On 08/01/2012 st. Jude medical, neuromodulation div., sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This charger model was associated with a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.